Manufacturer narrative:
The 'date received MFR' date on the initial MDR was incorrect. The initial MDR was submitted with the incorrect date of november 01, 2020, when the correct date was october 30, 2020. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the motor did not work properly and it did not sound right. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.